Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Bleeding is a known complication of us of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2015, patient was started on duopa therapy via peg-j tube. On (B)(6) 2019, patient experienced abdominal pain, fatigue and black stool. On (B)(6) 2019, the patient was hospitalized. An endoscopic exam was preformed and bleeding in the duodenum was discovered. The peg-j tube caused a mechanical abrasion and chafing of mucosa. The physician suspected that it was the tube that caused chafing in the intestinal mucosa, which then caused the bleeding. The bleeding was stopped. It seemed like there was folding on the tube. The patient had a low hemoglobin and received 8 units of blood transfusion. On (B)(6) 2019, the peg-j tube was replaced. On (B)(6) 2019, the issues resolved and patient was discharged home.